Event description:
The pt was reportedly experiencing intermittencies following by loss of lock. Programming adjustments were made and the external equipment was exchanged, however this did not resolve the issue. The pt's device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.